Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a non-device related fall. It was also noted that after the fall the patient was experiencing undesired stimulation. The physician was not aware if the fall contributed to the migration of the ipg. The patient underwent a battery replacement procedure. The patient was getting undesired stimulation even when the newly implanted ipg was off. The explanted ipg will not be returned.